Event description:
The patient (pt) reported that they had moved 2 months prior and since moving they had been feeling stimulation going through their right arm and up into their neck.  During the call, they commented that they just felt the stimulation from their shoulder to their neck. The pt inquired if they should feel stimulation or not.  Patient services reviewed how to turn stimulation on and redirected the pt to their doctor to further discuss their programmed settings.  The pt stated they did not have a physician and requested physician listings.  Listing were emailed to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.